Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the stem part and lot number combination. Review of the (B)(4) system show that five other devices from the stem lot number have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the head was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain.